Manufacturer narrative:
Device is a combination product.device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
It was reported that stent thrombosis occurred and the patient died. A synergy¿ drug-eluting stent was implanted to treat the lesion. Intravascular imaging guidance was used for ultimate placement of the stent. Shortly after the completion of the coronary procedure, the patient became acutely unstable and immediate repeat angiography demonstrated thrombus within the stent despite a therapeutic act. Subsequently the patient died.